Event description:
New information received notes that the right ventricular (rv) lead was dislodged from the left bundle area.

Event description:
Related manufacturer reference number: 2017865-2024-03308. It was reported that the patient presented to the hospital for a scheduled procedure. Postoperative check showed that patient's pacemaker and the right ventricular (rv) lead exhibited loss of capture. The physician had accidentally dropped the pacemaker during the procedure. Both pacemaker and rv lead were explanted and replaced. The patient was in stable condition.